Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Method, result and conclusion codes = ni.

Event description:
It was reported that during a cholecystectomy procedure, the applier failed to deliver clips. The clips delivered remained in open shapes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90c91. The analysis results for the er320 device found that it was returned with the jaws damaged and bent; in addition, the top and lower shrouds were noted to be broken. In addition, a bag of six malformed clips was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found on the jaws and shrouds may be inadvertent pressure placed on the device jaws through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.